Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachy therapy was programmed off on this implantable cardioverter defibrillator (ICD). The physician was not certain why therapy was turned off and wanted to turn therapy back on. Boston scientific technical services (ts) provided assistance in re-programming the device. The device was then successfully programmed to ventricular tachycardia (vt) zone in monitor only (mo) and ventricular fibrillation (vf) zone at 200 beats per minute (bpm). There was no further information given on this event. This ICD remains in service. No adverse patient effects were reported.